Manufacturer narrative:
Batch review performed on 06 march 2018; lot 164655: (B)(4) items manufactured and released on 21 october 2016. Expiration date: 2021-10-12 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact double mobility hc liner 28/dmi reference 01.26.2858mhc (k092265) lot 157126: (B)(4) items manufactured and released on 18 feb 2016. Expiration date: 2021-02-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115) lot 167714: (B)(4) items manufactured and released on 07 mar 2017. Expiration date: 2022-02-16 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event investigation performed by ceramic ball head supplier on 19 february 2018 the component properties and the microstructure as obtained from the quality documents fullfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
The patient came in complaining of dislocation. The cause of dislocation is unknown. The surgeon removed all medacta hardware and implanted another company's product. The surgery was completed successfully.